Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that that patient implanted with this implantable cardioverter defibrillator (ICD), and another manufacturer's right atrial (ra) lead, presented to the hospital due to chest pains. The chest pains were not related to the device, however high out of range ra pacing impedance measurements were noted. Additionally, noise was observed on the ra channel due to minute ventilation signal. Boston scientific technical services (ts) discussed the ra lead may need replacement. No adverse patient effects were reported.